Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 10 months the explanted pump will not be returned as it was disposed of by the user facility. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to a previously unreported chronic driveline infection. The infection was positive for pseudomonas that was draining purulent drainage consistently and would not heal. The patient had a history of previously unreported driveline debridement on (B)(6) 2016, and had a wound vac to the exit site. The patient was not compliant with wound vac treatment and overall vad driveline care and was on long-term antibiotic treatment with ciprofloxacin. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.